Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure device") and ectopic pregnancy with contraceptive device ("unintended ectopic pregnancies (third episode)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy with contraceptive device (patient had three unintended ectopic pregnancies). In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain"), migraine ("migraines"), dyspareunia ("pain during intercourse"), menometrorrhagia ("irregular and prolonged menses"), dysmenorrhoea ("menstruation pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure (ess205) was removed in (B)(6) 2015. In (B)(6) 2015, the patient experienced procedural pain ("following the essure removal surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, allergy to metals, alopecia, dysgeusia, fatigue, musculoskeletal pain, migraine, dyspareunia, menometrorrhagia, dysmenorrhoea, abdominal pain, back pain, depression and procedural pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menometrorrhagia, migraine, musculoskeletal pain and procedural pain to be related to essure (ess205). The reporter commented: plaintiff had three unintended ectopic pregnancies with essure. This case refers to the third ectopic pregnancy, for additional episodes please refer to case (B)(4). Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.